Manufacturer narrative:
The gas blender was returned to manufacturer for investigation and repair activity. The issue was not reproduced: the unit was found to work properly and no hardware malfunction was identified. The technical safety inspection was performed and successfully passed; therefore, the unit has been released as fully functional. The involved gas blender was manufactured in 2015 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. No adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). Considering the results of the service activity, a hardware defect of the egb can be ruled out. It cannot be excluded that the reported event was caused by 1) improper hospital gas supply or 2) a missed gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, dduring procedure, electronic gas blender displayed alarm on co2 flow possibly related to the inlet pressure. Medial team switched to a spare gas blender and completed the procedure with no issue. There is no report of any patient injury.